Event description:
The manufacturer received a report that a trilogy evo ventilator was returned for routine preventive maintenance. There were no reports or allegations of patient harm or injury. The ventilator was evaluated at a third-party service center. The unit failed the pressure verification: setpoint 80: pilot: difference functional test. As a result, the replacement of the blower was necessary. The device log files were successfully downloaded and reviewed; no actionable error codes were identified. During the evaluation, multiple conditions unrelated to the reported malfunction were identified. The 3-way solenoid valve, proportional valve (aecm), internal battery pack, detachable battery pack, muffler assembly, particulate filter and air inlet foam filter required replacement due to preventive maintenance. Additional components were found contaminated or discolored and required replacement, including: the blower assembly, blower bellows seal, blower mount, tubing system pca, tubing blower chassis, tubing fio2, and tubing low flow o2. The customer complaint was confirmed. Following service, the unit passed all testing.